Manufacturer narrative:
Correction to section h10: previous wording: a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were two (2) similar complaints found during the searched period including this one. Corrected wording: a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were three (3) similar complaints found during the searched period including this one.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the error log. The fse attempted to run quality control (qc) and observed the sample nozzle was incorrectly sensing liquid before the nozzle was touching the qc sample. The fse attempted to replace the eki cable and sense board, but the issue did not resolve. The fse then replaced the sampling assembly resolving the reported issue. The fse completed all adjustments related to the sampling assembly and validated the analyzer by running quality control (qc) with results withing acceptable range. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were two (2) similar complaints found during the searched period including this one. The aia-360 operator's manual, section 7-1: list of error messages, states the following: error message: 2011 air detected [sample]. Description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact tosoh local representative. The most probable cause was due to mechanical failure of the sample assembly, component failure.

Event description:
A customer reported to a field service engineer (fse) 2011 air detected in sample error on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.